Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was hospitalized for cardiac decompensation. The subject device could not be interrogated. A rhythm of 40 bpm was visible on the ECG, indicating loss of stimulation. A re-intervention was performed on (B)(6) 2019, during which the device was explanted. Atrial lead measurements were performed and were found to be normal. The (non-microport) ventricular lead was reportedly abandoned inside the patient and replaced, as it was not able to stimulate the ventricle of the patient.

Event description:
The patient was hospitalized for cardiac decompensation. The subject device could not be interrogated. A rhythm of 40 bpm was visible on the ECG, indicating loss of stimulation. A re-intervention was performed on (B)(6) 2019, during which the device was explanted. Atrial lead measurements were performed and were found to be normal. The (non-microport) ventricular lead was reportedly abandoned inside the patient and replaced, as it was not able to stimulate the ventricle of the patient.